Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy, bumpy, open skin irritation under the right/back side electrodes. The patient was given an anti-fungal prescription, lotrimin, from their physician. It was reported that the patient's irritation improved after using the lotrimin lotion.